Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of nonsustained rv oversensing due to the oversensing of myopotential signals. The patient did not experience any symptoms. Testing for myopotentials and turning the low frequency attenuation filter off were recommended. No further information is available.

Event description:
New information received indicated that the device was reprogrammed and no further instances of myopotential oversensing were noted. The patient was asymptomatic and will continue to be monitored.